Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert due to an out of range right ventricular (rv) lead pacing impedance measurement however, no value was displayed. Technical services (ts) discussed the 24-hour clock and informed pacing lead impedances have measured an average of 1,900 ohms. Normal range for this lead is 1,800 ohms. Ts reviewed the logbook and there is no evidence of noise. Ts recommended an in-clinic interrogation to reset the alert and to consider raising the upper limit to 2,250 ohms if clinically appropriate. Additionally, isometrics was recommended. At this time, the system remains in service. No adverse patient effects were reported.